Event description:
The rptr stated that she did back to back blood glucose tests, with results of 463 and 253 mg/dl. She did not have any symptoms. A control solution test result was in range, 112 (89-133). On followup, the rptr mentioned that she thinks she may cover the entire strip, or add more blood to the test strip during testing. The lifescan rep trained the rptr on testing technique and coverage.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8